Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was determined that the device would intermittently boot up with the paddles lead selected for display in the channel 1 position on the monitor when the device was actually configured to boot up with lead ii (a patient ECG monitoring cable lead) selected for display in the channel 1 position on the monitor. When this occurs, the channel 1 area of the monitor display is completely blank and the device fails to display any ECG trace. It was determined that, for this issue to occur, the device default settings must be configured with the vf/vt alarm set to on, lead ii must be configured as the default ECG lead in the channel 1 position, a set of defib paddles or a therapy cable must be attached to the device and there is no patient ECG cable attached to the device. The customer has been advised to leave an ECG cable plugged into the device. The cause of the issue was determined to be due to a software design issue. The software task ¿pcschedulertask¿ is being interrupted while attempting to change ¿waveform1¿ causing a mismatch between the subsystem and global variable waveform1 setting. A correction to the design of the device software will be made to eliminate the cause of this intermittent issue.

Event description:
The customer reported that when they power their device on, intermittently the device will not show any ECG trace on the screen, even dashed lines. Without this showing on the screen, the user would not be able to see any patient ECG while using the device. There was no patient use associated with the reported issue.